Manufacturer narrative:
The approximate age of the device is 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient experienced several no external power and low voltage alarms. At least one alarm was due to the mobile power unit ac power cord coming unplugged from the wall. The cause of the other alarms is unconfirmed. This patient does have a v-lock locking power cord.

Manufacturer narrative:
Manufacturer's investigation results: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the (B)(4)could not be conclusively established. The system controller event log file contains data from (B)(6) 2019 at 08:53:49 through (B)(6) 2019 at 11:41:12. No external power alarms were captured on 20jan from 13:48:41 through 13:48:54. There appeared to be two separate events during this time that were consistent with loss of ac power while the controller was connected to the mpu. For both of these events, the rsoc dropped from the expected ~12v down to ~7v then to ~4v. For one of the events the rsoc dropped to ~0.01v. Low power hazard alarms were also captured. The system operated on the backup battery (ebb) until external power to the mpu was restored at 13:48:55. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low speed limit of 4800 rpm for the duration of the file, including the no external power events. The system controller periodic log file, lvad event file, and lvad periodic file were also reviewed and no additional atypical events or trends in pump parameters were captured. The hm3 patient handbook explains how to use the mobile power unit and how to connect the power cord. This document warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller's backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. This handbook and the hm3 lvas IFU explain all alarms and the proper actions to take if the alarms cannot be resolved. No further information was provided. The patient remains ongoing with the device. The manufacturer is closing the file on this event.